Event description:
We have been notified of a complaint involving an introducer (material #0052-3009, lot #1993040). It was reported that the surgeon placed 23fr introducer into graft. When clamp removed, there was a significant amount of blood leaking through what he felt were cracks in the introducer. Attempted to tie black tie x 2 around introducer and graft and was unsuccessful. It appeared the blood was coming through the side of the sheath. Sheath removed and new axillary insertion kit used. The introducer was split not at the tip. What is the name of the facility where event occurred? (B)(6). What is the outcome of the patient? (E.g. Patient stable, patient alive, no injury, serious injury, death) patient stable. What procedure was the product used for? Insertion of impella 5.5. What was the condition of the patient when presented to the physician? Unknown. Was there an issue with the product? If yes, then provide details of the issue and answer the questions a) and b). Sheath split at the tip. When was the issue identified? (Before, during or after the procedure) during use. What was the user (physician/ doctor/ nurse) doing when the issue occurred? Inserting the introducer. Please provide the contact information of the physician who used the product to obtain additional clinical information of the event in question. N/a. There were no other devices used during the procedure. Customer stated the introducer will be returning. Customer reported no picture taken of the leaking. The increased amount of bleeding was first noticed coming from the sides of the sheath and when it was removed it was noted that the tip was split. The patient had just been transported in from an outside facility on an intra-aortic balloon pump. The patient was in cardiogenic shock and in need of increased support with a 5.5. The patient stabilized and now has a durable left ventricular assist device. The patient stabilized quickly with the 5.5 and is now recovering from placement of the durable left ventricular assist device. The introducer will be returned. The pump was discarded by the hospital during the subsequent surgery. While there was significant enough blood leaking from the introducer, the patient had sufficient hemoglobin levels to not require a transfusion. The leaking introducer was replaced quickly by a new introducer for impella insertion.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.